Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller screen was flickering. No patient harm has been reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. After the console was received, the reported issue were reproduced, and intermittent horizontal lines with varying intensity were observed on liquid-crystal display screen. Further testing was conducted to isolate the malfunctioning component was inconclusive. The root cause of the issue was a defective component. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-24706 was submitted in accordance with updated procedures. D.9 revised date as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-24706.